Event description:
Drive devilbiss healthcare was notified of an incident involving a full-face mask for a CPAP or bipap by an end user, who reported that "at the ends of the velcro straps there is a sharp black tab that cut into my eyelid." The end user reported the mask straps caused styes, a bacterial infection, an abscess of the eyelid, and a hospital stay including three days of IV antibiotics. It is unclear whether the device has been preserved or can be returned for evaluation. Drive devilbiss is investigating the incident, and an update will be filed if additional information becomes available.